Event description:
It was reported that during an open gastrectomy, the firing knob was dislodged at the 1st firing. The staple height was blue. No pieces were left inside the patient. The staples were not deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - firing knob. Additional information: was any portion of the target tissue cut? No. If the device cut, was the cut line complete? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was received with the knife not completely within doghouse, 4 drivers up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.